Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the logic board needs to be replaced. No patient involvement.

Manufacturer narrative:
A review of the device history record for (B)(6) was performed from07/06/2009 to 12/08/2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the logic board needs to be replaced. No patient involvement.

Manufacturer narrative:
The file was reassessed and this file is no longer reportable based on the information reported by the customer.

Event description:
The customer reported that the logic board needs to be replaced. No patient involvement.